Manufacturer narrative:
Follow-up #1 date of submission 04/01/2015-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the complaint was unable to be confirmed or duplicated with investigation. Review of the black box revealed an auto-off timeout alarm and a pump suspended warning at 02:41 on (B)(6) 2015; deliveries were resumed at 06:17; three more auto-off timeout alarms were observed. The total daily dose basal history was appropriate for the user programmed basal rates. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Unrelated to the complaint, the display was discolored.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient¿s blood glucose on (B)(6) 2015 was as high as 530 mg/dl. It was reported the pump¿s basal history did not match active basal program. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s settings were not recently changed. This complaint is being reported because the alleged blood glucose excursion was attributed to an inaccurate delivery issue.